Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint that the patient side port leaked could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0500 lot number 20063012 was performed. The search showed that a total of 34,563 units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that as lvp 20d dehp 2ss cv leaked. The following information was provided by the initial reporter: material #: 2420-0500 batch/lot # 20063012. It was reported that after connecting the primary line and priming it that the port leaked. Verbatim: after connecting the primary line and priming it, the patient side port leaked. Same replaced with a new line.